Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA#734075 a5a: patient ethnicity-white. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources, including a manufacturer representative, healthcare provider, and clinical study, regarding a patient undergoing spinal therapy who experienced pseudarthrosis following the index study surgery. The event became known to the site on (B)(6) 2025 and occurred postoperatively, resulting in hospitalization from (B)(6) 2025. The patient required medical and surgical intervention, including brace use, physical therapy, and a revision spinal fusion surgery performed on 25 aug 2025 due to an adverse event related to the index procedure. During the revision surgery, pseudarthrosis was identified at the t12¿l1 level, with multiple thoracic, lumbar, and sacral levels involved, and eligible study devices remained implanted. Perioperative and postoperative management included administration of fentanyl, ketamine, and methadone for anesthesia on (B)(6) 2025, and oxycodone for postoperative pain on 26 aug 2025. The event was assessed as serious due to hospitalization and the need for medical and surgical intervention but was not life-threatening and did not result in death, disability, or congenital anomaly. The patient recovered, with the outcome reported as resolved on (B)(6) 2025, and both the site and sponsor assessed the event as related to the procedure and device.